Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d9, d10, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes of the alleged failure "not communicating" is due to electrical problem. The most probable cause of this complaint is traced to traced to component failure olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported the bronchovideoscope is not communicating. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.